Event description:
Consumer reported five false negative results with the binaxnow¿ covid-19 antigen self test on varying dates and times. This report is four (4) of five (5). Consumer reported receiving a negative result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2022 at 1800 est on a direct tested nasal kitted swab. . Confirmation pcr testing was performed on (B)(6) 2022 at 1900 est which presented a positive result. Consumer was asymptomatic. No further information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related MFR reports: 1221359-2022-01033, 1221359-2022-01034, 1221359-2022-01343 through 1221359-2022-01345.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 179797 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 179797 and device part number 195-430h / lot 178461. The lot met the required release specifications. A review of the complaints reported as negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 179797 showed that the complaint rate is 0.0003%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.